Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurses were unable to use their bio ID to log into pyxis, user rebooted but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) device was not lighting up or presenting an option in hardware test application. The field service engineer (fse) verified that the system recognized the device, installed the latest bio ID drivers, and restored normal bio ID functionality, confirming proper operation afterward. The system functioned as intended after the field service engineer (fse) resolved the issue.